Event description:
The event is reported as: the customer alleges that the endotracheal tube kinked, in the operating room, during a fiberoptic bronchoscopy. The patient was unable to be effectively ventilated. Once discovered, the endotracheal tube was repositioned to correct the problem. No report of a patient injury.

Manufacturer narrative:
A visual, dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. A document assessment (fmea) was conducted and no changes were required. A DHR (device history record) review could not be conducted since the lot number was not provided. The complaint can not be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. Teleflex will continue to monitor and trend relating complaints.